Event description:
On 06/23/1998 the account reported an axsym ck-mb result of 22.7 ng/ml, which was questioned by the physician. The pt was admitted to intensive care unit for observation. Another sample was drawn and a result of 7.4 ng/ml was obtained. The first sample was than retested and results of 7.4/7.6 ng/ml were obtained.